Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had questions with the mysentry and how it should be hooked up. Customer stated had weak signal once in a while. Troubleshooting was done. Not able to determine why customer losing signal. Customer's blood glucose was 46 mg/dl. No further information provided.